Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was difficult to make an incision of the papilla. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of difficulty making an incision. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A non-bsc active cord was used with the device and the same active cord was used to the complete the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was intact. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length and outer diameter (od) of the exposed cutting wire were within specification. The device tip bowed past the 90 degree minimum bowing specification. Testing of the device was unable to confirm the customers complaint, therefore, the most probable root cause is not confirmed.